Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component a vela turbine and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed turbine interface pcba has become corrupted and failed.

Event description:
The customer reported that the ventilator alarmed "vent inop" (ventilator inoperable) and "motor fault." There was no patient involvement associated with this issue.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "vent inop" (ventilator inoperable) and "motor fault." There was no patient involvement associated with this issue.